Event description:
Atriclip device malfunction observed prior to use for patient. Securing stitch used for keeping device in proper use position was broken. Device replaced prior to use and requested replacement from atricure representative. Atricure representative was present. Left atrial appendage clip, implant device. Procedure was coronary artery bypass graft (CABG) with maze, and transoesophageal echocardiography (tee). Item was not used. Replaced by rep. Item discarded.